Event description:
The customer reported, the 2600 system would not boot up. No pt injury.

Manufacturer narrative:
The service rep removed and replaced system power supply. System checked and tested fine.